Manufacturer narrative:
.

Event description:
It was reported to philips that the customer was having trouble with the heartstart mrx defibrillator 12 lead cable. There was no negative patient impact.